Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bending section cover was removed from the bending section in rhino-laryngo fiberscope. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event was confirmed but the root cause, neither the cause of occurrence could be determined. The event can be detected and prevented by following the instructions for use: olympus enf-gp2 important information - please read before use: do not pull the light guide cable. The light guide will be pulled out from the output socket of the light source and the endoscopic image will disappear. Do not coil the insertion tube with a diameter of less than 10 cm. Equipment damage may result. Do not attempt to bend or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end of the endoscope, in particular the objective lens surface at the distal end of the endoscope. An abnormal endoscopic image may result. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end of the endoscope can be found. In this case, stop using the endoscope, and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. The eyepiece section cannot be removed. Do not attempt to rotate it by force. Olympus will continue to monitor field performance for this device.